Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was identified to be damaged immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. Prolonged surgery is reported due to the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 043213931 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 043213931. There is insufficient evidence and information available to determine the cause of lens damage following implantation.

Event description:
On 14th november 2024, rayner received notification from a healthcare facility in sweden of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was damaged immediately following implantation into the eye.